Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event product family: scs-linear leads-MRI :upn: (B)(4), model: sc-2408-56, serial: (B)(4), batch: 7071066 / 7071088.

Event description:
It was reported that the patient had an infection at the ipg site. It was also noted that the patient sustained a fall and had the pocket site injured which caused the infection. The patient underwent an explant procedure wherein all devices were removed and will not be returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event. Product family: scs-linear leads-MRI. Upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7071066 / 7071088.

Event description:
It was reported that the patient had an infection at the ipg site. It was also noted that the patient sustained a fall and had the pocket site injured which caused the infection. The patient underwent an explant procedure wherein all devices were removed and will not be returned.

Manufacturer narrative:
Sc-1200, (sn: (B)(6)). The returned ipg was analyzed, passed all test performed, and exhibited normal device characteristics. Sc-2408-56, (sn: (B)(6)). Sc-2408-56, (sn: (B)(6)). The returned leads were analyzed and it was revealed that the visual inspection of the leads were cleanly cut. No anomalies were identified on the leads aside from the clean-cut. The damage to the leads is a result of a typical explant procedure, and it is not considered a failure.

Event description:
It was reported that the patient had an infection at the ipg site. It was also noted that the patient sustained a fall and had the pocket site injured which caused the infection. The patient underwent an explant procedure wherein all devices were removed and will not be returned.